Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a diagnostic ion robotic bronchoscopy with endobronchial ultrasound with cone beam, (bronchoscopy with biopsy/ flexible bronchoscopy), the sleeve around the ultrasound cable, was worn off completely and the wiring was visible (poor appearance). The procedure was completed with another similar device and procedure delayed by 45 minutes and so was patient¿s anesthesia. There was no adverse impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (g2), and an update to field (b1 and h3). The device was evaluated by olympus. And no reportable malfunctions were found, that could have led to the reported event. However, it was discovered, that the a non-reportable malfunction (internal component of the scope connector is exposed) could have led to the reported phenomenon. And the investigation was conducted. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed, that the scope connector cover of the scope connector was removed. Therefore, it is likely, that the removal of the scope connector cover of the scope connector caused an event, that exposed the internal components of the scope connector. Leading to equipment replacement. However, the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.